Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device started beeping and the patient was seen in the emergency room. Interrogation showed hundreds of episodes of noise on the right ventricular lead. The noise was causing inhibition of pacing and some pauses. The lead also had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was also reported by the patient that "all the insulation had worn away" on the lead in two years.